Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that catheter stayed in vein and split following insertion and hemorrhage occurred upon removal of needle with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: canula that stays in the vein following insertion had a split. Pt bled from this site immediately upon removal of the needle. Additionally, on 2020-06-06 the bd sales consultant provided the following additional information: what is the batch number? Was there serious injury? No, pt bled a bit and a new IV had to be initiated. Were there erroneous results? No. Did the course of treatment change? No. Was there exposure to blood/bodily fluid? Yes, to the rn. She was wearing gloves. Was there medical intervention? Bleeding was controlled by removing the catheter and putting pressure on the puncture site. Were there any other actions taken? Reported incident to the patient care coordinator.